Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a cracked female connector was confirmed. Visual inspection confirmed the customer¿s report as hair line cracks were observed in the female luer; fluid was identified leaking from the cracks during pressure testing. The root cause of the cracks was not determined.

Event description:
The customer reported the female connector is cracked. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4).